Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was checked by the neuro resident before applying it to patient's head and it was locking in place but after flipping the patient on prone position, the locking mechanism on the two pins side of the skull clamp was "moving" so the patient was flipped back to supine position and the device was replaced. There was an unspecified delay in procedure with no patient injury or further impact to patient.